Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, adenomyosis, endometriosis, nickel allergy, heavy menstrual bleeding, parity 4, multi gravida, anemia, arthritis, intra-abdominal bleeding, abdominal pain, pelvic pain and abnormal uterine bleeding. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy: cervix: benign cystic endocervical glands; endometrium: negative for atypia; myometrium: adenomyosis; serosa: no diagnostic abnormalities; right fallopian tube: no diagnostic abnormalities; left fallopian tube: no diagnostic abnormalities. Gross description: uterus, cervix, bilateral fallopian tubes, is a 69 gram glistening tan-pink uterus with the fallopian tubes amputated by the prosector. The right pink-purple fallopian tube with fimbriated end is 7.0 x 0.5 cm. The left pink-purple fallopian tube with fimbriated end is 5.8 x 0.5 cm. Sectioning each reveals a tan-pink cut surface with pinpoint lumen. Sectioning the left fallopian tube also reveals a coiled silver metallic device. Sectioning through the uterus reveals additional coiled silver metallic devices in the anterior and posterior aspects near the cornus. [Physical examination] on (B)(6) 2022: 41 year old lady admitted for laparoscopic assisted hysterectomy and plus or minus bilateral salpingo-oophorectomy. Her history is significant for chronic pelvic pain, abnormal uterine bleeding had an allergy to nickel present in essure sterilization histories and habits. Medical history: arthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, adenomyosis, endometriosis, nickel allergy, heavy menstrual bleeding, parity 4, multi gravida, anemia, arthritis, intra-abdominal bleeding, abdominal pain, pelvic pain and abnormal uterine bleeding. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral, salpingectomy, cervix: benign cystic endocervical glands, endometrium: negative for atypia, myometrium: adenomyosis, serosa: no diagnostic abnormalities, right fallopian tube: no diagnostic abnormalities, left fallopian tube: no diagnostic abnormalities. Gross description: uterus, cervix, bilateral fallopian tubes, is a 69 gram glistening tan-pink uterus with the fallopian tubes amputated by the prosector. The right pink-purple fallopian tube with fimbriated end is 7.0 x 0.5 cm. The left pink-purple fallopian tube with fimbriated end is 5.8 x 0.5 cm. Sectioning each reveals a tan-pink cut surface with pinpoint lumen. Sectioning the left fallopian tube also reveals a coiled silver metallic device. Sectioning through the uterus reveals additional coiled silver metallic devices in the anterior and posterior aspects near the cornus. [Physical examination] on (B)(6) 2022: 41 year old lady admitted for laparoscopic assisted hysterectomy and plus or minus bilateral salpingo-oophorectomy. Her history is significant for chronic pelvic pain, abnormal uterine bleeding had an allergy to nickel present in essure sterilization. Histories & habits. Medical history: arthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menorrhagia, adenomyosis, endometriosis, nickel allergy, heavy menstrual bleeding, parity 4, multi gravida, anemia, arthritis, intra-abdominal bleeding, abdominal pain, pelvic pain and abnormal uterine bleeding. On (B)(6) 2022, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral fallopian tubes; hysterectomy and bilateral salpingectomy - cervix: benign cystic endocervical glands. Endometrium: negative for atypia. Myometrium: adenomyosis. Serosa: no diagnostic abnormalities. Right fallopian tube: no diagnostic abnormalities. Left fallopian tube: no diagnostic abnormalities. Gross description: uterus, cervix, bilateral fallopian tubes, is a 69 gram glistening tan-pink uterus with the fallopian tubes amputated by the prosector. The right pink-purple fallopian tube with fimbriated end is 7.0 x 0.5 cm. The left pink-purple fallopian tube with fimbriated end is 5.8 x 0.5 cm. Sectioning. Each reveals a tan-pink cut surface with pinpoint lumen. Sectioning the left fallopian tube also reveals a coiled silver metallic device. Sectioning through the uterus reveals additional coiled silver metallic devices in the anterior and posterior aspects near the cornus. [Physical examination] on (B)(6) 2022: 41 year old lady admitted for laparoscopic assisted hysterectomy and plus or minus bilateral salpingo-oophorectomy. Her history is significant for chronic pelvic pain, abnormal uterine bleeding had an allergy to nickel present in essure sterilization histories & habits medical history: arthritis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.